Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead were found to be dislodged one day after implant. The leads were explanted and replaced. No patient complications have been reported as a result of this event.